Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional findings not related to customer complaint: the instrument was found to have a dislodged grip tang near the base of the grip tip. This causes the instrument to get stuck on tissue. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of the dislodged grip tang was attributed to the user.

Event description:
It was reported that during central processing, the prograsp forceps instrument had a frayed cable. There was no report of patient involvement.